Manufacturer narrative:
The event unit was returned to applied medical for evaluation. Testing was performed on the event unit. However, the complainant¿s experience could not be replicated or confirmed, as the shield locking mechanism functioned as expected. The event unit met current specification and there were no visible non-conformances. Applied medical has reviewed the details surrounding the event and related products and is unable to determine the cause of the reported event or confirm that a product malfunction occurred based on the evaluation of the returned unit. The probability and criticality of harm resulting from this failure have been evaluated and were found to be at an acceptable level.

Event description:
Event 1 of 2: mw # 2027111 - 2020 - 00544. Event 2 of 2: mw # 2027111 - 2020 - 00545. Procedure performed: robotic assisted laparoscopy, lyse of adhesion, resection of endometriosis. Event description: the rep was not present during the case. During the case two ctb03 trocars were inserted into the patient abdomen. When the camera was inserted into the abdomen and used to examine the abdomen, it was noted that the blades on these two trocars were still engaged and not covered by the shield. The trocars were not removed and were used to complete the case. No patient injury, patient status is fine. Products are available for return. Intervention: continued to use the event trocars. Patient status: no patient injury.

Manufacturer narrative:
The event unit is anticipated to return to applied medical for evaluation. A follow-up report will be sent upon completion of investigation.

Event description:
Procedure performed: robotic assisted laparoscopy, lyse of adhesion, resection of endometriosis. Event description: the rep was not present during the case. During the case two ctb03 trocars were inserted into the patient abdomen. When the camera was inserted into the abdomen and used to examine the abdomen, it was noted that the blades on these two trocars were still engaged and not covered by the shield. The trocars were not removed and were used to complete the case. No patient injury, patient status is fine. Products are available for return. Intervention: continued to use the event trocars. Patient status: no patient injury.